Event description:
Add'l info received from MFR 5/7/03: the device was not made available to the co for evaluation. Consequently, any conclusion based on failure analysis or actual testing of the device is not possible. Based on the co's past experience, they feel there was no malfunction or product related problem which caused this event.

Event description:
Using suction coagulator; it caught on fire. Burning 1" of tip and plastic. No flammables in area. Used as per routine. Pt had superficial burn on nasopharynx.